Event description:
After an implantation period of approximately 54 months, it was reported that the ICD indicated eri. On the day before, a remaining battery capacity of 50 percent had been confirmed. The patient is scheduled for a generator change in the future. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
12/1/2017 - we received a device evaluation. An explant date was not reported. The ICD was returned for analysis. Upon receipt, the device was interrogated, confirming the battery status eri. A number of 22 charging cycles was documented to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore the ICD was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and confirmed to be as expected. The measurement of the battery voltage showed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. Therefore, the electronic module was attached to an external battery and a long-term functionality test was performed at an ambient temperature of 37 degrees c. The test revealed no anomalies, especially the current consumption was normal and as expected. There was no indication of a module malfunction. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the ICD and its components no conclusion can be drawn regarding the root cause. Based on the analysis all therapy functions were available while the device was implanted and in service.